Manufacturer narrative:
(B)(4). The customer service engineer (cse) was able to verify and duplicate the customer stated problems. The cse replaced the graphic user interface central processing unit printed circuit board (gui cpu pcb) and flashed the software. The unit then passed all performed tests, calibrations and a performance verification according to the manufacturer's specifications at the time of service.

Event description:
It was reported that the graphic user interface (gui) time of day failed while the patient was on the ventilator. The patient was transferred to the room while the biomedical engineer went to set back up and then there was a "device alert". The patient was placed on an alternate ventilator without any reported harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.